Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023 d4: batch #870a27. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with two reloads present. The reload (b) was received fully loaded with staples with the swing tab in the locked position and the gripping surface from the right side was damaged making the reload nonfunctional. The reload (c) was received fully loaded with staples with the swing tab in the locked position. The reload (c) swing tab was reset in order to fire the cartridge. The device was tested with the returned reload and fired without any difficulties. The staple line was complete, and the staples met the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is followed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 870a27, and no non-conformances related to the reported complaint condition were identified. The lot#919a72 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a right colectomy the surgeon tried to fire with the device, but the firing trigger blocked and could not be moved. They tried twice with the same device and two different cartridges, but they could not fired it. They replaced the instrument and finished the operation. The surgery was not delayed and the procedure was successfully completed. There were no patient consequences.